Event description:
It was reported that the collet was not holding the pin during an ortho procedure. The procedure was not delayed there were no adverse consequences. The manufacturer investigation found that the impreglon coating was worn off the collet.

Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside the collet to prevent the pin from sticking. This report will be updated if additional information from the investigation is rec'd.